Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The tortuous left anterior descending artery was predilated with a 2.0x12mm maverick balloon. The physician attempted to cross the lesion with a taxus express2 3.0x20mm drug eluting stent, however a stent strut bent as it was going around a bend. The stent was removed and the procedure was completed with a 2.5x15mm driver stent. No patient complications were reported. Patient status is satisfactory.